Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition, but noted to have a scrated screen. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up, and was noted to be double beeping. This confirms the reported customer complaint. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical cadd legacy had double beep no cassette while testing.